Event description:
It was reported that several months after the patient¿s implantable neurostimulator (ins) was replaced an infection and swelling was reported at the ins site. Though a culture was taken from the pocket site, the type of infectious organism was unknown. The patient was administered antibiotics as a result and several hours later ¿the infection had cleared and the device remained implanted and functioning.¿ the patient remained on antibiotics following the incident. The patient¿s ins had since reached the elective replacement indicator (eri) and they were scheduled to have the device replaced as a result. The operating surgeon ¿decided to remove the ins and extensions for a week to allow the infection to clear up.¿ the patient¿s leads were ¿externalized and the patient was receiving effective therapy and would remain in the hospital until a week later when the brain leads would be internalized and connected to new extensions and a new ins. The patient was to ¿continue to receive antibiotics post-explant. Additional information has been requested; a supplemental report will be filed if additional information is received.

Event description:
Additional information reported that implant of the patient¿s replacement ins was ¿delayed a few days due to the surgeon¿s choice.¿ the patient was reimplanted on 2015 (B)(6) and it was indicated the surgery ¿went to plan with no complications.¿

Manufacturer narrative:
(B)(4).